Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead after it was connected to the device during the implant procedure. The rv lead was disconnected from the device and attached to a pacing system analyzer. The noise was no longer observed on the rv lead. The device was explanted and replaced. The noise persisted when the rv lead was connected to the new device. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise and oversensing was not confirmed. The device was received with normal output and telemetry communication. Ventricular noise episodes were noted in the device image but could not be reproduced during the analysis. A visual inspection of the header and its connectors did not reveal any anomaly that could contribute to the reported event. Electrical and mechanical tests performed including leads impedance, sensing, pacing and high voltage (hv) output did not reveal any functional issues.